Event description:
Facility reported that at intiation of hemodialysis treatment, during "bleed o", dialyzer had a blood leak. Dialyzer was on 15th re-use. Arterial, venous blood lines where discarded along with dialyzer. Pt blood loss > 100 cc. No pt injury.